Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant has moved, and patient doesn't know which year this first occurred. Patient reported when they went to use device they felt the implant had moved down to their belly". The patient was redirected to their healthcare provider to further address the issue. Pt reported hcp was ordering the MRI and is looking into this issue of the implant moving.